Event description:
A peritoneal dialysis (pd) nurse reported that a patient with no prior history of congestive heart failure or myocardial infarctions had been hospitalized for a heart attack on (B)(6) 2014 and subsequently discharged on (B)(6) 2015. The patient was not connected to the device at the time of the event. Medical records have been requested and are not available.

Manufacturer narrative:
Per the patient's nurse, the patient has been able to resume cycler-based therapy upon discharge. Based on the information provided, it is unknown how the device may have caused or contributed to the event. A supplemental report will be submitted upon completion of the plant's investigation.